Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported meeting with the patient as the patient was reporting a ¿stinging sensation at lead location,¿ and noted that it was not moving anywhere else. This occurred daily when getting out of the recliner, but not in any other position, and was noted to be a sudden change in therapy. No electromagnetic interference (emi) environmental exposure, traumas or falls, were reported. Troubleshooting was performed and found everything to be in normal range for contacts except electrode 5. Electrode 5 was showing greater than 10 ,000 ohms when tested at 0.7 volts. They did not test at a higher voltage. The rep noted that the physician had been aware of electrode 5 being out since (B)(6), 2015 and have been programming around electrode 5. The patient was using group f which uses electrodes 3, 4, and 6 running at 4.2v during the day and 2.9v at night. Group f impedances measured at 492 ohms and the combinations were in the range of 500-900 ohms. It was later reported that impedances were tested at 1.5v, and electrode 5 was at 10,065. Additional programs were provided around and away from the electrode completely. The patient was told to test with stimulation off. The rep reported that the physician thought that the patient pulled something when getting up, unrelated to the device. Indication for use included rsd / causalgia-complex regional pain syndrome.